Manufacturer narrative:
Additional contact information: (B)(6). A getinge field service engineer (fse) went to the site and disassembled control panel and cleaned connectors. Verified unit calibrated and passes all functional and safety tests per factory specifications. Unit was cleared for clinical use is unknown.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) display isn't working properly. Some times the display is solid white or garbled colors. There was no patient involved.